Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2008 and mesh was implanted. The patient experienced pain in the vagina, groin and legs, erosion of her internal bodily tissue, unable to urinate without catheterizing herself, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2008 and mesh was implanted. The patient experienced pain in the vagina, groin and legs, erosion of her internal bodily tissue, and the patient was unable to urinate without catheterizing herself and other injuries following the procedure. It was reported that the patient experienced nerve entrapment post mesh implant in (B)(6) of 2008. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient had urinary retention with chronic severe pelvic pain and had mesh removed on (B)(6) 2009. The patient continues to self catheterize and takes dilaudid, gabapentin, and toradol for pelvic pain. On (B)(6) 2009, the patient was assessed with chronic neuropathic pain secondary to inguinal nerve and general femoral nerve damage. No additional information provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.